Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -11.0/+2.0/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports the lens was implanted upside down. Intraoperatively the lens was exchanged and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn and bent with debris and residue on the lens. Claim #(B)(4).